Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is presumed that the reported phenomenon root cause was that the user did not notice the description of the instruction manual (or ignored the description) and used it in combination with another company's electric knife. Legal manufacturer comments: use this product in combination with the peripheral devices shown in the "system diagram". When used in combination with other equipment, it may not function properly and may damage the equipment or injure the patient and the operator. As stated on the IFU (instruction for use) the user manual states: combination with other equipment: ·use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. ·before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with the customer, tac (technical assistance center) support engineer learned that the customer just put an erbe apc2 in place about a week ago, and since it was installed, they are seeing the signal loss. On a follow up call, customer stated that he had the erbe set up with a hand piece and had the cv-190 image on the monitor. He activated the hand piece and the cv-190 image was unaffected. Customer stated that they changed the ac (alternating current) outlet and resource the grounding of the electrical surgical unit and the issue was resolved. Based on information provided to tac changing the ac outlet resolved the customer reported issue. To date, there are no other issues reported. This report will be supplemented accordingly following investigations.

Event description:
A signal lost was reported on the device when a rf knife is in use. The signal goes out for about 3 seconds and then came back. The issue occurred during an unknown procedure. There was no patient harm or user injury reported due to the event.